Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch select meter is giving inaccurate high reading of '313 mg/dl' compared to normal reading/feeling. The patient's diabetes is managed with oral medication. On (B)(6), 2010, the patient obtained the alleged inaccurate high reading. Although the patient obtained high reading on the subject, she took more food/drink to manage her diabetes. Reportedly, sometime in the afternoon, the patient began to have symptoms of sweating and passed out. There was no allegation of medical intervention for hypoglycemia or hyperglycemia at the time of concern. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, there was no control solution to perform a quality test. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hypoglycemia after obtaining an allegedly inaccurate high reading on the day of concern.